Manufacturer narrative:
The button error alarmed due to corroded keypad traces. There was no moisture damage found inside the pump. The pump was received with cracked display window corners, battery tube threads, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 428mg/dl. The customer has not treated the high. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer states their levels had gone up to 489mg/dl and did not have a backup plan. The customer was advised to go to the clinic or emergency room to receive treatment.